Event description:
It was reported that an inflatable penile prothesis (ipp) revision surgery was performed due to the patient feeling pain as the previous implant was oversized. No additional information was provided.